Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, certificates of conformance, IFU and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: improper initial implant size selection, using too long of an implant or not installing the implant deep enough. Implant model, lot number, manufacture date, expiration date and gtin: 2nd (middle): ifuse-3d implant, p/n 7045m-90, lot# 2659361, mfd. 11/05/2018, exp. 2023-11-05, gtin 00851085007350. 3rd (inferior): ifuse-3d implant, p/n 7035m-90, lot# 2657051, mfd. 10/22/2018, exp. 2023-10-22, gtin 00851085007305.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2019 where three implants were installed. The patient later reported to a new surgeon with complaints of left hip pain. The surgeon determined that all three implants were too proud of the ilium causing pain around the surrounding tissues. In (B)(6) 2020, the surgeon removed the middle and caudal positioned implants with chisels, filled the explant voids with bone graft, and added new hardware. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.